Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to unk based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor not recognized" message with the freestyle libre 2 sensor. The customer was therefore unable to obtain sensor readings, and an unspecified amount of time later developed symptom of dizziness and lost consciousness. Emergency services were called, and customer was transferred to hospital where the customer was hospitalized and treated with insulin (dose/type unknown) over duration of stay. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "sensor not recognized" message with the freestyle libre 2 sensor. The customer was therefore unable to obtain sensor readings, and an unspecified amount of time later developed symptom of dizziness and lost consciousness. Emergency services were called, and customer was transferred to hospital where the customer was hospitalized and treated with insulin (dose/type unknown) over duration of stay. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.